Event description:
It was reported that while using the surgical fiber during a prostate procedure, the fiber tip was damaged and diminished tissue vaporization efficiency of was observed after approximately 2 minutes of use. There was no injury reported.

Manufacturer narrative:
Fiber analysis: the fiber glass cap was found to be detached; the fiber broken proximal to the fiber/cap glue zone. The fracture cap was not returned by the customer. There was no indication or report of any part of the device remaining inside the patient. The fiber condition could result in a forward firing condition of the side-firing surgical fiber. The most probable root cause of the device issue was determined to be localized heat accumulation/user handling, due to anatomical/procedural factors encountered during the procedure.